Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that at follow up device check the atrial lead was confirmed dislodged via chest x-ray. The lead was repositioned successfully, the patient was stable prior and post procedure.